Event description:
It was reported to resmed that a pneumatic block assembly of an astral device failed the safety valve test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral pneumatic block was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a hardware design specification limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block assembly as part of a warranty claim. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a pneumatic block assembly of an astral device failed the safety valve test. The device was not in patient use when the reported event occurred.